Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted therefore not explanted. Section e1: address, city, state and zip code: unknown/not provided section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. The customer provided photo was evaluated. The photo displayed the suspect handpiece above the patient's eye. A detached haptic could be observed inside the lens module. The lens was observed to be inside the cartridge base. As there was no actual device returned, no definitive root cause could be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a damaged haptic. The issue was observed during the lens implantation. After placing the viscoelastic in the pre-filled cartridge, an attempt was made to advance the lens with the injector, but it did not move. It was presumed that the injection of the lens caused the rupture of one of the haptics, apparently due to the plunger. The broken haptics were observed under a microscope, and the iol and cartridge did not contact the patient. The customer reported that the issue is not related to use-error. There was no medical or surgical intervention such as incision enlargement, vitrectomy or sutures. Immediately during the procedure / phacoemulsification surgery, the doctor communicated with the clinical consultant from andrec the distributor. The patient¿s visual goal was to be independent of glasses. Due to this situation, the decision was made by the doctor not to implant a three-piece lens and the patient was left aphakic. After reviewing the test results again, the clinical consultant recommended implanting a jnj iol model dib00 +33.0 diopter lens and correcting the astigmatism using lasik. The doctor accepted the recommendation. The implant was planned for the next day. Customer plans on returning the suspect product. Johnson and johnson completed the investigation and a customer provided photo was evaluated. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully retracted. The lens was observed to be stuck in the cartridge base. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. A detached haptic was observed inside the lens module. The lens was removed from the cartridge and cleaned; a scratch was observed on the edge of the lens. Scratches were also observed on the remaining haptic. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.